Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the returned device and no issue was found. Functional evaluation revealed the camera head is recognized and switches from a color bars to a blank screen with blue hues on the left side of the screen. White balancing was successful but the hues remain and there is no live image. The complaint was confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failed image sensor or cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, the "camera head" had a blue screen. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit has no live image which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.